Manufacturer narrative:
Concomitant medical products: 1000 ml baxter exactamix bag (lot # 1098502, exp. 10/2018; non-bd tri-fuse set, extension set, bi-fuse set. (3)mz1000-07; therapy date (B)(6) 2016. No available code for undetermined or unknown cause. The customer¿s report of a crack and leak were confirmed. Upon initial visual inspection, it was noted that female luer had a 9.7 mm hairline crack. There was no evidence that external force had been applied to the female luer and no defects were found on the rest of the set. Dimensional testing on the male luer found that it was within specification. Functional testing confirmed a leak from the crack. The root cause of the customer¿s report of a crack on the female luer was not identified.

Event description:
The customer reported the tubing was cracked and leaking at the female connection while infusing tpn. Blood cultures were found to be positive and the patient was placed on antibiotic therapy.